Manufacturer narrative:
The e411 analyzer serial number is (B)(6).. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys troponin t hs stat on a cobas e411 rack. The first sample initially resulted in a troponin t value of 19.21 pg/ml with a data flag and it repeated as 8.52 pg/ml. The second sample initially resulted in a troponin t value of 17.68 pg/ml with a data flag on (B)(6) 2025 and it repeated as 55.88 pg/ml with a data flag on (B)(6) 2025. The repeat values were released to the doctor.

Manufacturer narrative:
The last lot calibration was performed on (B)(6) 2025. The first calibrator level signals are within expectations, but the second calibrator level recovered lower than expected. Several failed calibration events were observed in the calibration data, in addition to a high calibration frequency. A review of the alarm trace showed an insufficient sample volume alarm on (B)(6) 2025. Generally, isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.